Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, heavily tortuous left anterior descending artery. The whisper guide wire tip was difficult to shape, and the durability of the polymer jacket was not as good. The guide wire was used successfully. The indeflator inflated an unspecified balloon once or twice then failed to hold pressure. A second indeflator was used but the same occurred. A new unspecified inflation device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.